Event description:
The customer contacted philips and reported one of the paddles pin is broken and stayed inside the patient connector. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.